Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 and backplate were evaluated and replaced. Adjusted ps2 output to 5.06 vdc. The system was tested and found to be working as intended and returned to svc.